Event description:
The braking mechanism on this chair has a malfunction that can cause death or serious injury to the user. After approx one year of daily use, the braking mechanism is no longer able to hold the chair in a stationary position to that the pt is able to safely stand or sit in the chair. When using the chair, the chair moved out from under the pt and the aide had to stop the pt from falling to the floor. This fall could have caused death or serious injury. Several attempts have been made by the distributor of this chair ((B)(4)) to contact the MFR to resolve this defect. It appears that the design or mfg of this chair are sufficient to allow the braking mechanism to be tightened sufficiently to engage the wheel in such a manner as to prevent death or serious injury from a fall. The metal tube of the chair frame has collapsed sufficiently so that the tech is unable to keep the braking mechanism secure. To date the MFR is unable to remedy the situation. FDA safety report ID# (B)(4).